Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 223 mg/dl. The customer declined troubleshooting for sensor glucose versus blood glucose differences. He also noted that he received a calibration error alert on his insulin pump. Advised the customer to monitor, calibrate as needed, and to call back for any other assistance needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.